Event description:
It was reported that the customer's fill estimates were inaccurate. The customer's blood glucose level was impacted (400 mg/dl), but the contact reported it was probably due to the customer being sick.

Manufacturer narrative:
The product has been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.